Manufacturer narrative:
Further information from the reporter regarding event, product information, patient details and availability of device return has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports rupture of an unknown side. Device remains implanted.